Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. Subsequently, the pump battery fully depleted and the pump shut off. The customer¿s blood glucose was 228 (mg/dl).